Event description:
Officers connected the device to a pt described as in full arrest. After connection the officers were informed that the pt had a do not resuscitate order. The officers continued to treat the pt anyway. Reportedly, the device inappropriately and repeatedly prompted connect electrodes, immediately after power on, and device analysis of pt ECG could not be performed as a result. The rptr stated the reported discrepancy did not cause or contribute to the death of the pt, based upon a lack of pt viability.